Manufacturer narrative:
Customer stated that they no longer have urine sample. Siemens representative reviewed technique with customer and they were using proper technique. Customer stated that they never cleaned calibration bar on status. Customer indicated that they would clean calibration bar with di water and cotton swab. Siemens representative reviewed history and no similar event was found.

Event description:
Customer reported false negative nitrite results on the instrument there was no report of injury due to this event.